Event description:
A healthcare facility in north dakota reported via a fisher and paykel (f&p) healthcare representative that the expiratory limb of a rt266 infant dual-heated evaqua2 breathing circuit was found to be cracked at the opening of the packaging prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4) the subject rt266 infant dual-heated evaqua2 breathing circuit has been requested to be returned to nz for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the subject 2x rt266 infant dual-heated evaqua2 breathing circuits were received at fisher & paykel healthcare (f&p) in new zealand for evaluation, where they were visually inspected and analysed. Results: visual inspection of the returned complaint devices confirmed the reported damaged were observed in expiratory tubes. Fourier-transform infrared spectroscopy (ftir) analysis of the damaged tubing were performed. This indicated that the evaqua2 tubing are likely to have degraded when exposed to uv light resulting in embrittlement and cracking of the material. Conclusion: the damage to the subject rt266 infant dual-heated evaqua2 breathing circuit appears to have been caused through exposure to uv light. The discoloration is likely the result of the uv stabilizers in the tube material reacting to uv. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt266 infant dual-heated evaqua2 breathing circuit state: - "use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water." - "do not use medications containing tyloxapol (such as tacholiquin) as this may damage the tubing and lead to a loss of ventilation pressure." - "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." - "do not use beyond 7 days maximum duration of use." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." -"perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in north dakota reported via a fisher and paykel (f&p) healthcare representative that the expiratory limb of a rt266 infant dual-heated evaqua2 breathing circuit was found to be cracked at the opening of the packaging prior to patient use. There was no patient involvement.